Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01143.

Event description:
The patient was undergoing a coil embolization procedure in the right vertebral artery using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced a smart coil into the target vessel using a non-penumbra microcatheter and used the handle to detach it; however, the smart coil failed to detach. After several failed detachment attempts using the handle, the physician attempted to manually detach the smart coil by separating the end of the pusher assembly; however, it would not to detach. The physician then made a second attempt to manually detach the smart coil and was able to successfully detach it in the target vessel. The procedure was then completed using additional smart coils, the same handle and microcatheter. There was no report of an adverse effect to the patient.